Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) intermittently lost communication and became unpaired from the ilet, and the user restarted the pairing process using the provided code after guidance to toggle settings and restart; blood glucose was not affected, and the issue involved the antenna/electrical communication interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices characterized by intermittent communication failure involving the antenna component of the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.